Event description:
It was reported the patient was not receiving stimulation in low back. The patient underwent surgical intervention where his lead was removed and a new one was place at a lower level. The patient had effective stimulation coverage post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.